Manufacturer narrative:
The report of an overinfusion was neither confirmed nor replicated. Inspection: pump module 4123751 was received with instrument seal broken. The right (male) iui was observed with corrosion. The left (female) iui was observed with corrosion, dry fluid residue, and foreign particles (fibers). Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Log analysis results: the pcu event log shows pump module s/n (B)(6) received a remote IV request for propofol 1000mg/100ml (drugid 441) to infuse at 5.26ml/hr with a vtbi of 100ml at 8:04 am on (B)(6) 2020. At 8:32 am, the device alarmed for air in line. At 8:34 am, the user channeled the device off and the system was shutdown and powered off. The volume recorded as being delivered during this period was 2.51ml. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error logs found no errors during the time of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. The root cause of the reported over infusion was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 14 may 2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) could not be performed since the device was manufactured prior to sap 4.7. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported on (B)(6) 2020 an lvp 8100 infused too fast. The nurse scanned the patient, information, and pump. At 0804 an infusion of propofol 10mcg/kg/min was started. The pump was programmed to infuse propofol additive 1,000 mg, 100 ml bottle. At 0832, the alaris pump alarmed, ¿air in line¿. The nurse went into the room and found the propofol bottle empty. As a result the patient experienced a serious injury becoming hypotensive and required a levophed drip. After the levophed infusion the patient recovered..

Event description:
It was reported on 26sep2020 an lvp 8100 infused too fast. The nurse scanned the patient, information, and pump. At 0804 an infusion of propofol 10mcg/kg/min was started. The pump was programmed to infuse propofol additive 1,000 mg, 100 ml bottle. At 0832, the alaris pump alarmed, ¿air in line¿. The nurse went into the room and found the propofol bottle empty. As a result the patient experienced a serious injury becoming hypotensive and required a levophed drip. After the levophed infusion the patient recovered.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient 's diagnosis: sepsis, hypoxia, respiratory failure, ams.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported an 8100 infused too fast. The pump was programmed to infuse 5 ml/hour for 100 ml bottle. In 30 minutes the nurse came and the bottle was emptied. Although requested further information was not provided.